Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device in backup dfo mode and an arc on the device can. The reset coincided with an alert for ocd following delivery of hv shock for an arrhythmia. Bench testing was performed and the device was unable to delivery high voltage therapy due to damage to the hv output stage. The root cause of the damage to the hv output stage is a lead arc to the can during delivery of hv therapy. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA.  Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.